Manufacturer narrative:
Field d6a: implant date: 2016; exact date is unknown.

Event description:
It was reported that the patient underwent a revision procedure to replace the ipg. The procedure was successful. Additional information was received that the patient received an elective replacement indicator (eri) message for the ipg.

Event description:
It was reported that the patient underwent a revision procedure to replace the ipg. The procedure was successful.